Manufacturer narrative:
Device not returned at time of this report. If additional information becomes available, it will be provided on a supplemental report. Device not returned at time of report.

Event description:
It was reported that the screw would get purchase into the patient's bone and would back out after attempts to insert. The surgeon had to used excessive force during insertion which caused the cracking of the bone cortex. The cracking of the bone caused a delay in surgery.